Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, that the generator had a faulty power supply unit. There were no reports of patient harm.